Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health care professional inquired about MRI compatibility and reported the patient stated that implantable ne urostimulator was turned off and is not working. The MRI technician confirmed with the patient's health care professional (hcp) office that this spinal cord stimulation (scs) system was not removed, the surgery was canceled. MRI tech is wondering if pt is eligible for MRI of the c-spine. Caller stated the hcp's notes indicated the scs was a "failed system" but could not provide any more detail. Technical services recommended scs be put into MRI mode prior to scanning, reviewed pt's hcp can complete scan-type eligibility form and it is a medical decision to move forward w/ MRI with current status of scs ("failed system").